Event description:
A report was received that the patient will have a pocket revision due to pain at the ipg site.

Event description:
A report was received that the patient will have a pocket revision due to pain at the ipg site.

Manufacturer narrative:
Additional information was received that the physician prescribed lidoderm patches to treat the pain. The physician also revised the pocket site and the patient was reportedly doing well. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.